Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine failed. Despite flipping the power switch and plugging/unplugging the machine, the primary tower did not appear to have power. The screen and fingerprint scanner showed no lights. Customer stated that drawer made noise when the machine was powered on or plugged in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power, the screen and fingerprint had no lights. A field service engineer tested the drawer controller and identified position 3-2 as out of range, replaced the controller card and then tested the system using both the hardware test application and the dispensing application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.